Manufacturer narrative:
(B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that a post-op patient who was receiving infusions of veletri and vasopressin returned from having lvad surgery and "the medication quantities were insufficient for caring for the patient." New medications needed to be obtained from the pharmacy and there was a delay in treating the patient. Also, the quad of IV pumps were "unable to be clearly read due to the screens malfunctioning. The lettering was upside down and buttons didnt represent their function since they were not labeled on the screen." The staff tried to replace all of the pumps and they failed as well. The nurses were not able to titrate the medications as a result of this screen issue. There was patient involvement but no injury or harm.

Event description:
It was reported that a post-op patient who was receiving infusions of veletri and vasopressin returned from having lvad surgery and "the medication quantities were insufficient for caring for the patient." New medications needed to be obtained from the pharmacy and there was a delay in treating the patient. Also, the quad of IV pumps were "unable to be clearly read due to the screens malfunctioning. The lettering was upside down and buttons didn¿t represent their function since they were not labeled on the screen." The staff tried to replace all of the pumps and they failed as well. The nurses were not able to titrate the medications as a result of this screen issue. There was patient involvement but no injury or harm.

Manufacturer narrative:
The root cause for the reported issue that screen malfunctioning could not be determined because no product or device logs were returned. The reported issue that there is screen malfunctioning could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient impact was reported.